Event description:
It was reported that during use of the bioscrew, it would not insert into the tibial tunnel. The surgeon removed the device and visually noted that the threads of the device were flawed. It was reported that another screw was used to complete the surgery and there was no injury to pt/staff or delay in procedure.

Manufacturer narrative:
Investigation findings: to date this product has not been received for evaluation. A follow-up report will be sent once the product is received and an investigation is completed.